Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed the downstream occlusion (dso) seal degraded and lcd lens scratched. Event history log review was not applicable. Functional testing was able to replicate the reported issue. The root cause was determined to be fluid ingression. The main board, dso sensor and battery compartment were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device would not turn on and was overheating. There was unknown patient involvement and unknown patient harm. Analysis of the device found fluid ingression and a degraded downstream occlusion (dso) seal.